Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was observed to be leaking out of the cartridge septum. Additionally, air bubbles were observed in the cartridge pigtail and infusion tubing. The customer's blood glucose level was 118 mg/dl. The customer successfully loaded a new cartridge and did not continue to see air bubbles anywhere in the cartridge or infusion set tubing.